Event description:
The manufacturer received info alleging a ventilator's lcd screen was barely readable. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen will be replaced to address the issue. The device has been evaluated but not yet repaired.